Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. During removal of the gripper line, resistance was noted and the gripper line broke. The cds was removed and the steerable guide catheter (sgc) was left in place. The gripper line was then able to be removed through the sgc. The clip was stable on both leaflets and the mr was reduced to < 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. The reported gripper line break appears to be secondary effects of the difficulty to remove the gripper line, and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.